Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the insulin pump, buttons were harder to press, low battery life and battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph was in spec. Multiple low battery alerts on (B)(6) 2025 17:38, (B)(6) 2025 11:49, and (B)(6) 2025 17:42 and these were expected. No unexpected power/battery alerts/alarms on or seven days prior to the event date. All buttons functioned properly during testing, the j1 connector on pcba 1 was locked properly. The pump was cut open and found no moisture damage on the keypad assembly. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), stained buttons on keypad overlay, pillowing keypad overlay, stained serial number label, cracked case battery tube area, cracked battery tube threads, and scratched case. Confirmed crack on the battery tube area was confirmed during analysis. Buttons hard to press, and battery life less than 7 days were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.